Event description:
Customer initially called stating that her infusion set was leaking insulin at the quick release. Customer stated that she rewind her insulin pump with the reservoir in place and notice that 100 units of insulin was missing. Customer stated that she went to the hospital because her blood glucose was 265 mg/dl and dropped to 94 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.